Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
Consumer reported reagent exposure in the nose using binaxnow covid-19 antigen self-test on 09oct2023. The consumer reported dipping their swab into the reagent before swabbing their nostrils. The consumer confirmed there was no irritation or burning sensation after use. User cleaned her nose with a wet tissue. The consumer confirmed there was no harm due to the exposure and there was no medical intervention required.

Manufacturer narrative:
D4: UDI (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : other - device not returned; single use device

Event description:
Consumer reported reagent exposure in the nose using binaxnow covid-19 antigen self-test on (B)(6)2023. The consumer reported dipping their swab into the reagent before swabbing their nostrils. The consumer confirmed there was no irritation or burning sensation after use. User cleaned her nose with a wet tissue. The consumer confirmed there was no harm due to the exposure and there was no medical intervention required.